Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat the diagonal coronary artery with heavy calcification and moderate tortuosity. On (B)(6) 2025 the 3.0x15 mm xience skypoint stent was implanted and there was elastic recoil as the vessel was not prepped. The patient experienced chest pain. The next day, post-dilatation was performed, as well as imaging with optical coherence tomography (oct) and more post-dilatation was performed, resulting in timi iii flow and the patient is stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported stent recoil could not be determined. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect of angina is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. D4: corrected lot number from unknown to 5040341. D4: corrected primary UDI number from (B)(4) to (B)(4).